Event description:
It was reported that this left ventricular (lv) lead dislodged, with x-ray imaging was used to confirm the dislodgment. This lead was explanted and a new device was implanted. No additional patient effects were reported.